Event description:
Ous MDR - electrical values have varied since 2010 and 2014: increase in vd stimulation impedance (512 ohms in 2010 vs 1350 ohms in 2014) and vd threshold (0,5v in 2012 and 2v in 2014), and decrease in r-wave amplitude (18mv in 2010, 6,5mv in 2012 and 5mv in 2014). The shock impedance is stable. The lead was implanted in (B)(6) 2009 and explanted in (B)(6) 2014 (exact dates were not reported), but it was not returned to biotronik for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.